Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set's tubing disconnected at the luer lock when the tubing was pulled from both sides. The device was being used with a non-baxter catheter. According to the report, the nurse indicated that while the patient was being moved, blood was observed on the hospital linens. The nurse stated that patient lost approximately 5-10cc's of blood. There was no negative patient impact. There was no report of patient injury or medical intervention associated with this event.